Event description:
It was reported that the programmer stylus pen pointer was offset on the screen, clicking/selecting icons was not working. The stylus pen was changed, but the issue was not resolved, and screen calibration was not able to be performed. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was out of specification, as a result the overlay was replaced. (B)(4).